Manufacturer narrative:
The laser system operator's manual (part # 0010-0240) lists sepsis as a potential surgical complication and risk. Laser-ablated tissue may become infected after therapy.

Event description:
It was reported a pt had a greenlight procedure on (B)(6) 2011 was admitted to the emergency room on (B)(6) 2011. The pt was presented with symptoms of rigors and having a temperature of 38.6 degrees celsius. The pt was diagnosed with urosepsis. During hospitalization, the pt was administered intravenous antibiotics from (B)(6) 2011 to (B)(6) 2011. The pt was discharged home on (B)(6) 2011 on oral antibiotics. The urosepsis was reported to be resolved on (B)(6) 2011.